Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The lesion being treated was located in the left circumflex artery. The physician advanced the 2.50x12mm promus element plus stent delivery system (sds) but was unable to cross the lesion. The sds was successfully removed, however while wiping down the sds with a 4x4 towelette it became caught on the stent and the stent dislodged from the sds. The device did not reenter the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the stent delivery system (sds). The stent was damaged along its entire length. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The lesion being treated was located in the left circumflex artery. The physician advanced the 2.50x12mm promus element plus stent delivery system (sds) but was unable to cross the lesion. The sds was successfully removed, however while wiping down the sds with a 4x4 towelette it became caught on the stent and the stent dislodged from the sds. The device did not reenter the patient. The procedure was completed with a different device. No patient complications were reported.